Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed motor test. The insulin minor scratched lcd window, cracked near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated with manual injections. The customer had symptoms such as being anxious, getting red on the face and neck and being thirsty. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to perform the hp test. The customer stated that the pump alarmed motor error. The customer will be sent a replacement pump.